Manufacturer narrative:
Insulin pump alarmed during prime test at 4.0 lbs due to faulty force sensor resistor. Scratched lcd window, cracked battery tube threads, reservoir tube lip, broken belt clip slop and missing end cap sticker noted.

Event description:
Customer reported the insulin pump alarmed during the manual prime process. Customer's blood glucose level was 87 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. The device was not bumped. The drive support cap was normal and customer did not push it in. Customer was advised to discontinue use of the device and to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.